Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative report: the field service representative (fsr) evaluated the suspect device and installed the main printed circuit board (pcb). The fsr performed the user verification test (uvt) and operation verification procedure (ovp). The suspect device is within manufacturer specifications.

Event description:
The customer reported transducer fault on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a failed transducer.